Event description:
The customer reported to baxter (B)(4) a clearlink continu-flo solution set that was involved in a no flow. According to the report, the customer indicated that the filter line clogged with total parenteral nutrition (tpn) which led to an upstream occlusion within 24 hours. The condition occurred during patient use. No patient injury or medical intervention was associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection was performed on the set and the results were satisfactory; all components were present, in the right position, and complete. The set was also submitted for functional and performance testing and all results were satisfactory. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sets worked according to the procedure, and there was no blockage detected in the millipore filter. Since the reported condition could not be confirmed, the root cause of this condition could not identified.